Event description:
It was reported that upon trying to access pulse generator measured data, a -data not read- message displayed. The magnet rate was 91 beats per minute, but telemetry faded in and out during interrogation. As the patient had been lost to follow-up, no previous measured data was available.